Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating high out of range right atrial (ra) pacing impedance measurements were later detected. An invasive procedure was performed and the lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an increase in atrial pacing lead impedance measurements from approximately 400 ohms to between 1,300 and 1,600 ohms range. No noise was observed. Furthermore, increased threshold measurements were observed. The health care professional (hcp) will continue to monitor the lead closely for further change. Attempts to obtain additional information were unsuccessful. This device remains in service. No adverse patient effects were reported.